Event description:
It was reported that an ilet bionic pancreas generated repeated ¿unable to proceed¿ alert 38 during cartridge change and tubing fill, preventing normal operation, and the issue recurred after restarts and later reappeared, consistent with a device alarm/malfunction related to the pump system. Symptoms included hyperglycemia lasting approximately 45 minutes without loss of consciousness or other acute effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included guided troubleshooting, log synchronization, and arranging device replacement with user education on data sync and shutdown procedures. Investigation of this case revealed persistent alarm behavior despite standard recovery steps, aligning with a malfunction of the pump alarm functionality and associated pump components, with temporary restoration of tubing fill followed by recurrence. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.